Event description:
The pt's father reported his son woke up to a pod alarm in the middle of the night. The next morning his blood glucose was reading "high" (> 500 mg/dl) so he took his son to the vanderbilt children's hospital and upon arrival he was admitted into the intensive care unit for diabetic ketoacidosis. They treated him with insulin, saline and potassium intravenously. He was released from the hospital on (B)(6) 2014. The pod was disposed of.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.